Event description:
Please see MFR. Report #3004209178-2012-11947 for information on the patient's other device.

Event description:
Additional information: the jolt gave the patient ¿quite a tingle¿ down the right arm. The left arm did not seem to be ¿quite as much.¿

Event description:
It was reported the patient got quite a "tinge" or "tingle" when they turned on the implantable neurostimulator (ins). It was noted this was "pleasant at times because it lets you know you are playing with electricity." Patient was at 4.7 volts. It was also noted the patient had a tingle in their arm when they were in the "programmer's office." Two days later, it was reported the patient would like the device turned down and off. It was also noted the patient was at 5.0 volts and it gave them a tingle. A couple days later it was reported the patient had a shocking or jolting sensation when the ins was turned on. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3389s-40, lot # v025065, implanted: (B)(6) 2007, product type lead; product ID 3389s-40, lot # v025065, implanted: (B)(6) 2007, product type lead. (B)(4).